Event description:
Technician alleged the head of the stretcher will not raise or lower. The head was raised when it lost function. No patient impact.

Manufacturer narrative:
The technician found the cause to be damaged pneumatic gas springs. The technician replaced the pneumatic gas springs to resolve the issue.